Event description:
Reportedly, the increase in battery impedance was faster than expected. Based on preliminary analysis results, normal battery depletion has occurred as of (B)(6) 2015.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the increase in battery impedance was faster than expected. Based on preliminary analysis results, normal battery depletion has occurred as of (B)(6) 2015.